Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Customer's blood glucose (bg) was 49 mg/dl at the time of event due to a manual injection. Bg was addressed with carbohydrates and at the time of report, bg was 430 mg/dl.